Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional command 18 guide wire referenced in b5 is being filed under separate medwatch report.

Event description:
It was reported the procedure was to treat a totally occluded lesion with mild tortuosity, heavy calcification in the posterior tibial (pt) artery/occluded pedal arch. The tip of the command 18 guide wire (gw) was shaped by putting it through the introducer needle and bending the gw over the edge to create a 2 mm, angled tip. There were no issues shaping the tip using this method. The gw was used to access and cross the occlusion of the pt by looping the gw and subintimal tracking using a 4f sheath for support. Then an armada 18 was used to dilate the pt. The command 18 st was reshaped with success, but there was still some deformation of the tip, so the introducer needle was backloaded over the proximal part of the guide wire. When doing this, light pressure was applied on the introducer needle; however, there was some teflon coating noted to be shaving off. Therefore, the guide wire was changed to a new command 18 gw to continue accessing into the pedal arteries. Once in the pedal plantar loop, the gw was switched to a command 14 gw and a non-abbott low profile balloon catheter since the vessels were very small. The superficial femoral artery was dilated with the non-abbott balloon catheter at which time a dissection occurred so a non-abbott stent was implanted. After the case, to check the integrity of the second command 18 gw, the physician attempted to re-shape the tip, but there was too much damage. The gw introducer was backload again and the same coating issue occurred. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a visual confirmation of the damaged coating could not be confirmed. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported failure modes for this lot. A review of the complaint handling database was performed and identified one additional event for coating damage. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the damaged coating is most likely related to handing by the user during back loading of the wire into the introducer. The performance of these devices will continue to be monitored.